Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, dehydration and vomiting. The patient reports their controller would not power on. The patient reports they no longer have the supplied charging cable for their controller. Once at the hospital the patient was treated with 20 units of insulin as well as intravenous fluids and zofran. The patients reported blood glucose while on the call was 221 mg/dl. The patient remains in the hospital at the time of this call.